Event description:
Posey belt had been applied by nurse. Approx 1 hour later the patient was found on the floor with the belt around his upper torso. The patient was on his knees, and the belt was not around his neck. The patient was not successfully resuscitated.